Event description:
It was reported the patient experienced a warm feeling inside their implantable neurostimulator (ins) pocket. It was further reported the patient ¿thought there were times that he could feel his battery becoming warm.¿ there were ¿no symptoms externally¿ and the external skin temperature was ¿normal.¿ the patient reportedly experienced the warmth ¿with stimulation use and sometimes after charging the ins the pocket would feel hot internally.¿ there were no falls or traumas reported and ¿no changes or swelling at the pocket.¿ the patient ¿had not had any changes in stimulation with the start of this warming sensation.¿ while it was noted the patient was using adaptive stimulation (as) it was unknown whether changing stimulation groups changed the patient¿s warm feeling. It was noted however that the patient¿s ¿as positions didn¿t show appropriately on his patient programmer for an hour after he had physical therapy and then it would work fine.¿ after having physical therapy it was noted the programmer would indicate the patient was lying down when the patient was upright, for example. The patient¿s physical therapy was reported to have encompassed ¿doing stretching, light weight lifting, and resistance exercises¿ and ¿observing all the recommendations he was given for his recovery.¿ it was noted the patient¿s ins was ¿not moving in the pocket.¿ the patient was reprogrammed at the time of report and was ¿content with the reprogramming changes.¿ impedance testing found ¿normal¿ values at the time of report. The patient¿s physician did not think the patient felt warmth at the pocket at the time of report. When a manufacturer representative met with the patient three days after initial report, it was found ¿his system was working well.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).